Event description:
On 5/10/2006 a father/lay reporter reported to lifescan customer service that his son experienced erratic, elevated results on his one touch ultra meter with symptoms of low blood glucose resulting in treatment with glucose tabs by the school nurse. The meter was replaced. Co spoke with the reporter on 5/09/06 to confirm and obtain information. All results are in mg/dl, the correct unit of measure. At 8:30 a.m. His blood glucose at home before breakfast on his 'home' ultra was "85". He bolused 9.2 u of insulin via an insulin pump and ate 66 grams of carbs before going to school. At 10:30 a.m., because he "felt low", nauseated, sweaty, and shakey, the school nurse tested his blood glucose on the ultra he keeps at school. Four tests were performed. The reporter is unsure whether the first test was 66 or hi. He was given 4 glucose tabs (16" carbs"). Ten to 15 minutes later the blood glucose was 204 and then 98 ten minutes after the 204. Twenty minutes later he tested on his backup meter, another brand, obtaining "143". The nurse supplied the results to the mother over the phone. He changed his pump insert to be certain it was not a pump issue, after which he had a "good lunch and a blood glucose of 168, possibly on the back up meter". The ultra strips were not expired; he tests 2-3 times a day at school. Pt was diagnosed with diabetes on january 2005 and placed on the pump february 2006. [He is still getting accustomed to the pump while being involved in baseball.] Although the patient was treated based upon his symptoms, which began before testing, and although the reporter is unsure whether the hi (>601) or 66 was the first test result, the complaint is being reported as a serious injury as the "hi" result may not correlate with his symptoms suggesting he was hypoglycemic. Product was replaced. The reporter is returning the meter; he discarded the strips.